Manufacturer narrative:
The reported failure of a ventilator inoperative condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo o2 device was returned to a third party service center for service referencing a ventilator inoperative field safety notification. The field service notification does not include the trilogy devices and is in reference to the bipap a series devices. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a ventilator inoperative error code was found in the device's error log relating to 'therapy held in bm'. The service technician states that the system printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, a not-reportable 'o2 regulation' and 'low o2 inlet pressure' error codes were found in the device's error logs. The service technician states that the oxygen blending module (obm) valve needs to be replaced to resolve the errors. It is noted that the internal battery needs to be replaced. The air inlet foam filter and particulate filter need to be replaced for maintenance. The in-line filter prox needs to be replaced due to contamination.